Manufacturer narrative:
(B)(4). The device has been evaluated by a maquet field safety technician on 2016-02-24 with service order no. (B)(4). As soon as the pump was getting warmer (after longer run-time)and was turned on again, the safety-s error appeared. A defective safety system board has been found. Thus the failure could be confirmed. The defective safety system board (article no.70100.7756, serial no. (B)(4) has been replaced. Additional work has been performed: offset set; speed adjusted; odu checked; functional test done; cleaning done. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was stated that during service/maintenance an "safety-s" error occurred on the rpm. (B)(4).